Manufacturer narrative:
Date of occurrence: (B)(6) - (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the septum passability testing of an interlink injection site, "the septum got completely released". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the septum was unsteadied inside the interlink. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.